Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available.

Event description:
During removal of a pinnacle altrx liner (size 56 x 32mm) we tried to use the pinnacle polyethylene extractor (as detailed above). The liner was being revised to a constrained liner as the patient was a recurrent dislocator. The polyethylene extractor instrument was not able to remove the altrx liner, as it would not grip the liner tight enough, therefore the teeth would not engage into the liner to enable removal. Please note the instrument complaint has already been reported under com 069185. This com relates to the revision surgery.

Manufacturer narrative:
A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.